Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius apd luer lock adaptors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the connection between the apd luer lock adaptor and the last solution bag (not a fresenius product). The patient reported receiving an air detected in cassette alarm during dwell five of five of treatment and the treatment was cancelled. The patient stated that the solution bag had become disconnected. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient stated the connection between the bag and the apd luer lock adaptor had become loose during treatment and disconnected, which had caused the fluid leak. The patient stated they did not know what had caused the connection issue. The patient confirmed the connections were secure when setup. The patient stated they were on the last dwell when the leak occurred and they ended treatment. The patient stated they did not complete treatment following the event. The patient did not develop any injuries, symptoms, adverse events, or required medical intervention as a result of the reported event. The apd luer lock adaptor was discarded and not available for return to the manufacturer for physical evaluation.